Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have a severely bent grip at the base of the grip where it meets the distal pin. One of the grip base was found to be bent outwards. As a result, the bent grip base gets caught on the cannula when the instrument is removed from the system. Root cause of this failure is attributed to the mishandling/misuse. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No missing components were observed. A review of the instrument log for the force bipolar (part# 471405-06 / lot/serial# (B)(4)) was last used on (B)(6) 2022 on system (B)(4) with 10 uses remaining. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula due to the grip tip sticking out . Grip dislodgment could result in the tips being stuck and unable to be opened with mtm activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had dislodged jaw and could not be removed from trocar the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the da vinci robotics coordinator, the procedure was completed robotically with no patient injury or harm. Fragments did not fall into the patient. The surgeon believes that the cause of the instrument issue was due to a cable issue. The instrument was inspected prior to use and there was nothing noted out of the ordinary. Grasping was the surgical task that was being performed at the time and the incident did not result in the jaws closing on tissue. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The surgical staff felt resistance upon removal of the instrument through the cannula when the instrument broke, and the instrument could not be initially be removed through the cannula and had to be removed though the cannula from the patient. Port size incision did not increase when the instrument and cannula was removed. Upon final removal of the instrument the wrist was straightened. Prior to attempting to remove the instrument the jaws were not stuck in a closed position. The surgical staff did not notice any damage to the cannula after the event occurred and there was no other damage to the instrument after the event occurred. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.